Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x12mm promus premier¿ drug-eluting stent, the physician noted that the proximal end of the stent was slightly damaged. The procedure was completed with a different device and no patient complications were reported.